Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by a damaged internal assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.